Event description:
Customer reported pt was transported from outpatient surgery to (B)(6) nurse from MRI reported the IV tubing was leaking. Customer states no medical harm or intervention was required.

Manufacturer narrative:
(B)(4). Product evaluated and customer's complaint of a leak was confirmed. The root cause of the leak is a tear in the silicone tubing. The cause of the tear is not identified.